Event description:
The physician opened an psc026 and noticed that the distal tip was bent. The tech believed that it was bent before taking it out of the hoop. The physician thought that it may have happened when it was pulled out of the hoop but was not sure. The product was not used in the pt. A new reperfusion catheter was used and the pt was treated appropriately.

Manufacturer narrative:
Conclusion: this device will be returning. This MDR is being sent as an initial report and a f/u MDR will be submitted after the technical eval of the device is complete. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken per penumbra february 2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 1147-04/a, (lot # l14523). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. This lot was processed under (B)(4) and held prior to shipment. Release of (B)(4) allowed shipment of these parts. The lot has passed all dimensional requirements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.